Event description:
Partial failure of fixation plate at fracture site required surgery to remove initial plate and replace w/two plates spanning fracture and overlapping total hip component fixed w/screws and cables to hold plate to bone.